Event description:
On 7/9/98 the pt underwent cardiac catheterization which revealed coronary artery disease and double vessel disease. On 7/15/98, the pt had an intra-aortic balloon pump catheter inserted. On 7/15/98 blood was found in the helium line of the intra-aortic balloon pump necessitating removal. A new intra-aortic balloon pump did not have to be inserted.